Event description:
As reported, patient underwent a white line hernia repair procedure with the implant of a ventralex st mesh using sutures. Per information reported a skin incision was made centered on the hernia section of subcutaneous fat to reach the lipoma. Release of the lipoma from the aponeurotic orifice. Reintegration of the lipoma beyond aponeurosis. Creating a detachment space with a pre-peritoneal finger introduction a 4 cm diameter plate (ventralex st) located opposite hernia opening into the pre-peritoneal space. Fixation of the plate (ventralex st) with two stitches of ticron 2/0 bringing together the transverse fascia with vicryl 1 overjet. Subcutaneous fat tightening with separate stitches of intradermal vicryl 2/0 vicryl. Steri-strips. It was reported the patient has permanent abdominal pain since implant and during (B)(6) 2024, patient was treated for the pain with efferalgan and augmentin.

Manufacturer narrative:
As reported, post implant of ventralex st mesh the patient experienced "permanent abdominal pain" and is being treated with medication. The information provided does not help to determine root cause for the patient¿s postoperative course, no conclusions can be made. Pain is a known inherent risk of the surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions-for-use, supplied with the device. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4). Units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.